Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: one 0100s device was received. There was also packaging for lot number 180822. It is uncertain if this device was from that lot number. The device had split insulation. The device had blackened layer of eschar on the outside of the coating which may have been related to arcing, 2-3 mm split in the insulation. There is an impression mark at the leading edge of the split. Unable to determine the initial cause. Splitting doesn't look excessive but is usually caused by a combination of higher power activation and mechanical loading (physical pressure to insulation) of the insulation. Unable to determine cause with any certainty. It is likely use related. A DHR review was performed, and there is no evidence of device defect or malfunctions.

Event description:
It was reported that during a gyn procedure, a large flash or arcing was noted during activation within the abdominal cavity. Upon inspection, a tear or weakness in the insulation was noted and the device was replaced. There was a 3-5 min delay, no patient complications known.